Event description:
The reporter contacted animas on (B)(6) /2012 and stated the down arrow keypad button was not working well. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/23/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and ok buttons were found to be intermittently unresponsive; the contrast keypad button responded appropriately. There was evidence of contamination found under all key contacts. Furthermore, evaluation revealed a torn bolus button cover. The bolus button was, however, responsive. The pump was opened and moisture was found on the bolus button contact pins, which lead to the unresponsive keypad.